Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not working properly. He stated that the handheld would not properly navigate between screens. Troubleshooting did not resolve the issue. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and the cause for the reported complaint is associated with a defective top cover that was touching the screen causing it to be intermittently unresponsive. Once the cover was replaced with a known good cover no anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.